Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.